Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the battery died at some point over night. Pump had emitted a low battery alarm prior to bed, and states she did not change the battery at that time. The power issue caused a blood glucose (bg) excursions of 355 mg/dl with symptoms of extreme dry mouth and lethargy. Customer support (cs) educated patient on the life of the battery after she receives a low battery alarm; instructed her to change to a new battery when the low battery alarm is received to resolve the issue. Patient was able to change the battery, and bolus per health care provider recommendations to get the bg down. Patient was unable to check bg at this time, but will check as soon as she is able to, and contact cs if needed. There is no indication of pump malfunction. This complaint is being reported because a patient experienced hyperglycemia after a use error of not addressing the low battery alarm.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: no defect was found. A low battery warning was confirmed on 10/26/13 at 1:03am. A replace battery alarm on 10/26/13 3:06am. The voltage in the black box is low. No evidence of short battery life in pump histories. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump electrical current draws were tested with no defects found. Flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.